Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said "something is wrong with my stimulator." The patient noted the recharger (insr) was cutting off when they were charging and it was beeping and not charging to its full potential. The patient said that the insr would not charge past 75% and their husband had been resetting the insr. The patient also reported that they had back surgery on (B)(6) 2019 and they thought their ins was "compromised". The patient said they could physically feel the stimulation from the ins but they were not feeling relief from the stimulation. The patient said that since surgery they had to stand to charge the ins which takes 8 hours. The patient stated they were not physically able to stand for 8 hours. The patient said "it hurts worse than it did before surgery". A replacement insr was sent to the patient and the patient was directed to follow-up with their healthcare professional (hcp) if this did not resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the ins taking 8 hours to charge and not getting relief from the stimulation was that the recharger wouldn't stay in place and kept shutting off with 3 beeps and they also had to use very high settings to get relief. The patient said they had to go on the internet to reset which still only fixed it temporarily. The patient noted that the recharger was staying in place and it only was taking 3 hours to charge. They also said they were getting better relief at lower settings. No further complications were reported.